Manufacturer narrative:
Correction: disregard b5 information included in follow up #1. Correct b5: it was reported that a spectrum iq infusion pump displayed constant downstream occlusion alarm during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.

Event description:
It was reported that a spectrum iq infusion pump displayed constant downstream occlusion alarm during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant downstream occlusion" was not reproduced. Completed flowrate accuracy volumetric, downstream, upstream and air detect test and passed the results. Flowrate accuracy volumetric 20.5ml - passed, downstream 10.2 psi - passed, upstream - passed, air detect - passed. A review of the event history log revealed multiple "downstream occlusions!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: a1, a2, a3a, a3b, a4, a5, a6, b5, b6, b7, d10, f10/h6: health effect - impact codes. B5: it was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available. .